Manufacturer narrative:
The reported event of high impedance was not confirmed. The lead was received incomplete cut into two pieces terminal end and stim end. Visual inspection of the incomplete lead did not reveal any anomalies and passed the continuity test. The cause of the incomplete lead cut into two parts are consistent with the damage caused during explant procedure.

Event description:
Additional information received indicated that the surgical intervention was undertaken wherein it was found out that both leads were fractured above the suture site at l1. In turn, both leads were explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48887. It was reported the patient was not receiving effective stimulation due to high impedance. Reprogramming was performed; however, it was unable to provide effective therapy. X-rays indicate leads are frayed at the cervical spine. Surgical intervention may be pending to address the issue.